Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator fell months prior and their stimulation was not adequate since then. An x-ray confirmed that their lead had migrated deeper into the foramen. When the patient was seen in the clinic, impedances were checked and showed as high. Reprogramming was unsuccessfully attempted. The patient was advised that a revision would be necessary but it cannot be performed until they return to canada in (B)(6) 2026. The patient did not have control of their bladder and was leaking consistently. Their symptoms were worse than their baseline prior to the implant. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator fell months prior and their stimulation was not adequate since then. An x-ray confirmed that their lead had migrated deeper into the foramen. When the patient was seen in the clinic, impedances were checked and showed as high. Reprogramming was unsuccessfully attempted. The patient was advised that a revision would be necessary but it cannot be performed until they return to canada in (B)(6) of 2026. The patient did not have control of their bladder and was leaking consistently. Their symptoms were worse than their baseline prior to the implant. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. (B)(6). Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1101, serial number: (B)(6), model description: f15, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of incontinence urinary, leads - impedance high, leads - migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.